Event description:
A falsely depressed creatinine result was reported on a patient sample. The result was not reported to the physician. The result was questioned within the lab and the sample was repeated and a higher result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed creatinine result.

Manufacturer narrative:
The cause of the falsely depressed crea result was a malfunction of the r1 reagent probe. The siemens healthcare diagnostics field service engineer (fse) was dispatched to the account and performed necessary repairs. The instrument is performing within specifications. No further evaluation of the device is required.